Event description:
Patient was brought to or for change of leads and battery. When attempting to remove a lead, a piece of the old lead broke off and remained in the patient. The piece that was broken off was not located. The remaining portion of the lead was described as frayed by the physician. A medtronic rep was present during the procedure and stated he would file a report with his company. A new lead was placed. The physician told the family about the broken piece. FDA safety report ID# (B)(4).